Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Strips not available for return.

Event description:
Caller reported aviva system blood glucose results of "around 250" mg/dl and "90-something" mg/dl within 10 minutes. No adverse event was reported. Strips not available for return, replacement sent.